Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ventilator¿s battery would not charge. The device was outside of clinical use at the time the issue was discovered. There was no patient or user harm.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ventilator¿s battery would not charge. The device was outside of clinical use at the time the issue was discovered. There was no patient or user harm.

Manufacturer narrative:
There was no patient/user harm reported. This event was reported to have occurred during testing. There was no delay in therapy. The customer declined service from philips due to the battery being out of warranty and requested repair from a third-party vendor. No further details are available. The customer's alleged malfunction was unconfirmed to have failed to meet specifications.